Event description:
Reporter alleged the compact plus glucose monitoring system generated a result of lo (less than 10 mg/dl) when an un-dosed test strip was inserted; however, before blood or control solution was added to the strip. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.